Manufacturer narrative:
The returned product was evaluated and no evidence of any malfunction or mfg deficiency was found that would have directly caused or contributed to the customer's high blood glucose. An air bubble was found within the device's insulin reservoir; this typically occurs when air is introduced during the filling process and is not related to any mfg process issue, product defect or malfunction. The omnipod user's guide instructs users on proper filling technique and includes the following warning: "never inject air into the fill port. Doing so may result unintended or interrupted insulin delivery." Interrupted insulin delivery has the potential to result in high blood glucose levels. User error is therefore considered to be a contributing factor to the customer's reported high blood glucose. Insulet has initiated an internal investigation to determine if marketing can improve education and training related to this topic. The investigation is in process as of the date of this report.

Event description:
On (B)(6) 2011, the pt's mother reported that her daughter's blood glucose had measured 348 mg/dl at 3:48 am on (B)(6) 2011. The previous reading had been 113 mg/dl at 7:00 pm the prior evening.